Event description:
It was reported that the epicardial pacing lead experienced no capture and diminished r waves at a device clinic follow-up visit. The patient was hospitalized in the intensive care unit. In the operating room the abdominal generator site (competitive generator) was accessed, a "presumed cyst" was seen in the thorax; the lead was capped. During the procedure the lead was "damaged" approximately seven centimeters from the lead pin; the lead was capped. The patient experienced a "large" pericardial effusion and a "blackened" abrasion of the right atrial epicardium; subsequently, a pericardial drain and endocardial temporary pacing wire were placed. Three days later a sternotomy was performed, the lead was removed and a new pacing system was implanted. Additional information received indicates the cyst was encapsulating the lead, filled with pericardial fluid and communicating with the pericardium itself.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The hospital attributed the cyst and pericardial effusion to the pacing lead. The lead will be returned for analysis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The hospital attributed the cyst and pericardial effusion to the pacing lead. The lead will be returned for analysis. No further patient complications were reported as a result of this event. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor was fractured. The distal conductor had blood/body fluid (not obstructed). The outer insulation had breached depression. Correction section (B)(4).